Event description:
Agent ide clinical study. It was reported that in stent restenosis (isr) occurred. On (B)(6) 2017, a target lesion in the mid left anterior descending artery (lad) was treated with balloon angioplasty, a 2.50 x 38mm synergy stent, a 3.00 x 24 mm synergy stent, and other devices. On (B)(6) 2021, the subject presented with unstable angina was randomized into the study. The index procedure was performed the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion was located at mid lad and was 25 mm long with a reference vessel diameter of 3 mm. The target lesion was predilated using a scoring balloon, a laser catheter and a 3.25 mm x 30 mm balloon. Following pre-dilation, the lesion was successfully treated with the study device successfully with 10% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, the subject presented with unstable angina and target lesion revascularization was performed. A 3.0 mm x 30 mm agent dcb was used for treatment.